Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a delaminated downstream occlusion and failed accuracy by +9%. There was no patient involvement, no injury was reported.

Manufacturer narrative:
One device was returned for analysis of complaint that it fails accuracy +9%. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional testing were performed. Accuracy test was run 3 times, and all were within the 6% spec window. Unable to replicate failed accuracy. Probable cause of reported malfunction is unknown. Downstream occlusion test passed as expected and motor test runs well. Unable to duplicate the reported complaint of "fails accuracy" and no repairs were conducted to resolve the issue.